Event description:
It was reported that following the incident, the patient¿s blood glucose levels rose to 352 mg/dl (19.6 mmol/l) while wearing the pod for an unknown duration. The prestataire reported a detachment and insulin leakage. There was no medical assistance required. The reporter stated there is no further information related to this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.